Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. The pump settings confirmed the insulin-on-board iob was set to 1.5 hours. Iob was accurately including in bolus calculations. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the insulin on board (iob) is not calculating correctly into bolus total, and consequently the patient had a blood glucose of 556 mg/dl with no symptoms. Patient received no unusual treatment. During troubleshooting, customer support found the pump was not subtracting iob amount correctly. This complaint is being reported as the iob issue was not resolved and the patient experienced hyperglycemia.